Manufacturer narrative:
H.6. Investigation summary: one photo was received for investigation. According to the visual analysis of the photo of the sample, you can observe that the needle is transfixed, confirming the client's report. After reviewing the batch history and non-conformity records, there is no evidence that could lead to this claim. However, after analyzing the photo of the reported defect, it was possible to confirm this claim. Based on the results of the investigation so far a cause for the defect are: 1 air blowing connections at station 4. These connections must be adjusted according to the catheter length. There is no procedure specifying how to set up the air connections to each gauge. 2 vision system set-up. There is no procedure on how to set up the automated vision system by the maintenance team. CAPA: 855815 was opened to investigate. H3 other text : see section h.10.

Event description:
It has been reported that one insyte 24ga x 0.75in has been found damaged before use. The following has been provided by the initial reporter: when the package is removed, it is observed that the catheter is broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one insyte 24ga x 0.75in has been found damaged before use. The following has been provided by the initial reporter: when the package is removed, it is observed that the catheter is broken.